Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: no vacuum suction. (B)(6) 2023 called customer to follow up on reported issue. Spoke with brother of patient and was able to gather the following details. He stated that patient has recently passed on (B)(6) 2023 from respiratory failure and confirmed there was no contribution to the death from the product. Brother confirmed issue was bottle had no suction. There was no patient impact and they do not have the product to return.

Manufacturer narrative:
Pr 7831105 initial emdr submission. Device problem code: a24. Patient problem code: f26. (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001449373 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. During our investigation it was identified that personnel were not following proper procedure when applying the silicone used to assemble the flexible cap to the bottle, which can impact the vacuum of the bottle. A system will be implemented to avoid any future issues related to inconsistencies in dispensing the silicon and additional training will be performed with manufacturing personnel. Per the information received from the customer the device did not cause or contribute to the patient's death. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Material no: 50-7510, batch no: 0001449373. It was reported: customer received kit with defective issue; no pt harm. Event description states: no vacuum suction. 04-may-2023 called customer to follow up on reported issue. Spoke with brother of patient and was able to gather the following details. He stated that patient has recently passed on (B)(6) 2023 from respiratory failure and confirmed there was no contribution to the death from the product. Brother confirmed issue was bottle had no suction. There was no patient impact and they do not have the product to return.

Manufacturer narrative:
(B)(4) follow-up emdr for correction: per the information received from the customer- "patient has recently passed on (B)(6)2023 from respiratory failure and confirmed there was no contribution to the death from the product." After further evaluation of the complaint, it has been determined that the bd device did not cause or contribute to the patient's death. Reported event is not MDR reportable. Supplemental MDR submitted to reflect the non-reportable decision.